Event description:
As reported by the affiliate, a 5x40mm powerflex pro pta catheter ruptured at 10 atmospheres. It was removed and exchanged for an unknown balloon catheter. There was no reported patient injury. The target lesion was the shunt vessel in the left forearm. The lesion was de novo, moderately calcified, and mildly tortuous. The rate of stenosis was 80%. For the procedure, a 5x40mm powerflex pro pta catheter was opened. There was no difficulty removing the device from the hoop and no difficulty removing the protective balloon cover and stylet. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally with no anomalies noted. During the percutaneous transluminal angioplasty, an unknown 0.35 inch guidewire was advanced to the target lesion without difficulty. The powerflex pro was inserted into the patient and advanced to the lesion without resistance/friction. The powerflex pro was inflated at the lesion; however, the balloon ruptured at 10atm during its initial dilatation. No leakage was noted. The contrast media and the contrast to saline ratio are unknown. An unknown indeflator was used; however, it has been used successfully with other devices. It was unknown if the catheter was ever in an acute bend, and it did not kink while being used. The pta catheter was easily removed from the patient with no resistance/friction and it was removed intact. It was then exchanged to an unknown balloon (unknown). The procedure finished successfully. There was no reported patient injury and the patient is currently fine. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a 5x40mm powerflex pro pta catheter ruptured at 10 atmospheres (atm). It was removed and exchanged for an unknown balloon catheter. There was no reported patient injury. The target lesion was the shunt vessel in the left forearm. The lesion was de novo, moderately calcified, and mildly tortuous. The rate of stenosis was 80%. For the procedure, a 5x40mm powerflex pro pta catheter was opened. There was no difficulty removing the device from the hoop and no difficulty removing the protective balloon cover and stylet. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally with no anomalies noted. During the percutaneous transluminal angioplasty, an unknown 0.35 inch guidewire was advanced to the target lesion without difficulty. The powerflex pro was inserted into the patient and advanced to the lesion without resistance/friction. The powerflex pro was inflated at the lesion; however, the balloon ruptured at 10atm during its initial dilatation. No leakage was noted. The contrast media and the contrast to saline ration are unknown. An unknown indeflator was used; however it was subsequently used successfully with other devices. It was unknown if the catheter was ever in an acute bend, and it did not kink while being used. The pta catheter was easily removed from the patient with no resistance/friction and it was removed intact. It was then exchanged to an unknown balloon (unknown). The procedure finished successfully. There was no reported patient injury and the patient is currently fine. The product will be returned for analysis. One non sterile catheter power flex pro 5.0mm 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. Inflation medium residues were noted in the balloon. No kinks or bents observed in the returned device. No other anomalies observed in the returned device. A leak test could not be fully performed due to balloon burst conditions. A pinhole was observed approximated 3.0 cm from distal tip end. Sem analysis was performed to identify the root cause of pin hole. Results showed that the external surface of the balloon presented evidence of delaminating / peeling due to abrasion. Also the internal surface of the balloon presented evidence of scratches. The marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, vessel characteristics (moderately calcified, mildly tortuous with 80% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggests that the balloon burst could be related to the design and manufacturing process. Therefore, no corrective action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are also pending and will be submitted 30 days upon receipt. Concomitant medical products: an unknown 0.35inch guidewire and an unknown replacing pta catheter.